Event description:
It was reported that the inner collet of a mesa spinal system foundation screw; size ø6.5x40 mm at l2 broke intra-operatively. The screw was replaced and surgery was successfully completed after a 5 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: the device was inspected and confirmed to have had a fractured inner collet. One of the two tabs fractured and appeared to be consistent with a brittle fracture failure. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. The fracture most likely occurred due to the application of excessive force during the rail bending maneuver. Inner collets can be damaged/broken if they are subjected to an excessive amount of force during installation of the construct. The most likely root cause for the issue was determined to have been excessive force applied during rail bending.

Event description:
It was reported that the inner collet of a mesa spinal system foundation screw; size ø6.5x40 mm at l2 broke intra-operatively. The screw was replaced and surgery was successfully completed after a 5 minute delay. No adverse consequences or medical intervention were reported.